Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Lv tip to can during threshold test and programmed in pg with no phrenic nerve stim. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).